Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported that the advantage system gave a blood glucose result of 106 mg/dl at 12:00 am; the customer was symptomatic of hypoglycemia. Daughter called paramedics. Paramedic's system result at 12:30 am was 28. Paramedics treated customer with IV glucose. A request was made for the return of the system, replacement was sent.

Event description:
The customer reported to their baxter sales representative (bsr) of six (6) separate situations with six different patients where the IV tubing of the clearlink continu-flo 4-way stopcock extension set, product code 2c6254, lot number ur10c26064, became disconnected at the stopcock. It was reported that there was no patient injury or adverse event due to the condition. No additional information is available.